Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer contacted philips healthcare to report that the device cannot complete self-check. There was no reported patient involvement.